Event description:
During a prophylactic generator replacement surgery, it was reported that the surgeon had difficulty reaching the generator and lead due to placement being so deep in chest. When the replacement generator was connected to the lead, high impedance was discovered. The previous generator was then reconnected to the lead and high impedance was found. It was reported that pre-surgical diagnostics were not performed. Systems diagnostics at the visit prior to the surgery were within normal limits. A generator diagnostic test was performed on the replacement generator during surgery and was within normal limits. The surgeon believed there was a microfracture on the lead and referred the patient for full revision of the system at a later time. The replacement generator was left connected to the lead. The lead was replaced on (B)(6) 2016 and the recently replaced generator was not replaced. It was reported that the explanting facility does not return explants per their policy, and the generator was reported to have been discarded by the explanting facility. No additional relevant information has been received to-date.